Event description:
Poisoned due to zinc [metal poisoning]. Mystery illness [unevaluable event]. Case description: a daughter reported via social media that her mother used fixodent denture adhesive, form/version unknown, amount and frequency unknown, had a mystery illness and died because fixodent poisoned her slowly. The case outcome was fatal. No further information was provided. On 29-jun-2015 consumer relations received follow-up social media post: the daughter clarified this product, fixodent, poisoned her mom and she died a slow death due to the zinc. No further information was provided.

Manufacturer narrative:
Lot number and product were not provided by the reporter, therefore, cannot proceed with batch retain testing or product investigation.